Event description:
Patient was implanted with a nalu peripheral nerve stimulator sytem on (B)(6) 2023 after successfully completing the trial phase with nalu. After activating the permanent system the patient reported not receiving the same level of pain relief as was achieved during the trial. Troubleshooting was performed to rule out any external component involvement. Ultimately the physician concluded that the implanted lead had migrated away from the intended nerve target. On (B)(6) 2024 a surgical procedure was performed to remove the single port ipg and lead and place a dual port ipg and two new leads closer to the superior cluneal nerves.

Manufacturer narrative:
It is notable that the trial phase utilized one 8 contact lead and the system implanted on (B)(6) 2023 used a one 4 contact lead. The new system placed on (B)(6) 2024 uses dual 4 contact leads to provide better coverage across the intended nerve target. Patient records show a history of complaints of inadequate pain relief begining in (B)(6) 2023, immediately after activating the system. The physician concluded that the lead had migrated, however there is no known imaging available to the firm to confirm that conclusion.